Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No procode, common device name, unique device identification(UDI), and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that during a cranial resection procedure the navigation system became unresponsive on setup equipment screen. Rebooting the system resolved the issue. The procedure was completed with the use of navigation. There was no delay to the procedure. No impact on patient outcome.